Event description:
Additional information received reported that the patient was not yet on the surgery schedule, authorization was pending.

Event description:
It was reported that a possible problem with the implantable neurostimulator (ins) was reviewed or suspected or alleged. The caller, who was a healthcare professional (hcp) indicated that the patient had overdischarged the ins and had not used it for two years. The caller thought there was some troubleshooting done to address the overdischarge but the full details were not known because the patient was treated in a different state than they resided at the date of this report. The caller noted that the ins was ¿dead¿ and could not be recovered per the caller. The manufacturer representative would be contacted to assist the caller. The caller was asking for assistance so that they could have the patient¿s rechargeable ins replaced. The patient was a workman¿s compensation case and the caller needed something to validate that the ins needed to be replaced. It was noted that ¿they¿ were ¿pushing back¿ on request to replace the ins. Additional information received reported that the manufacturer representative was in contact with the hcp. Additional information received reported that the ins had been ¿dead¿ for a year now and the patient had not charged it. The caller stated that the patient never had good coverage since the implant and kept letting it drain until it was dead. The caller also stated that they were told that the patient had a couple overdischarged states in the past. The caller stated that they were not able to read the battery. The caller did not have any dates as to when the prior overdischarges occurred. The caller stated that hcp wanted documentation about the need for replacement so the hcp could replace the device. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).